Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that craniotome device was broken inside and could not be attached anymore. It was not reported if there were any delays to the surgical procedure. A spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During pre-evaluation, it was determined that the neuro tip and bearings were damaged. It was further determined that the device identification was unreadable. It was observed that the ball bearings had fallen apart and the balls and cage were missing. It was further determined that the device rotation was rough, the crani bracket was damaged (abrasion) and the triangle symbol was missing. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as 4/25/2018 in the initial report. The date returned to manufacturer was corrected to 6/11/2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A visual and functional assessment was performed on the device which found that it failed the cutter insertion (could not insert the cutter) and the neuro-tip leg had been drilled into, and the color ring had cosmetic was damage. It was further determined that the cutter could not be inserted because the bearings were worn out, creating a situation whereby the cutter was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings, which was due to normal use and servicing over time. It was determined that the cosmetic damage of the color ring was also due to normal use and servicing over time. It was further determined that the neuro-tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The damage was caused by user error. The assignable root causes were determined to be due to normal wear out from use and user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.